Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/04/2016 device evaluation:the pump has been returned and evaluated by product analysis on 12/17/2015 with the following findings: a review of the black box data showed no drastic voltage fluctuations or errors, alarms, or warnings related to the complaint. A visual inspection of the pump showed that the battery compartment was cracked. The pump¿s current draws were found to be within specifications. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during testing.